Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the patient's modular cable having a breakdown in the cable jacket where the internal wires were exposed was not confirmed. The heartmate 3 vad modular cable (lot number 8667898) was not returned for analysis; however, a log file was submitted. The submitted controller event log file contained data spanning 9 days (18mar2023 ¿ 27mar2023 per the timestamp). There were no notable atypical alarms active that would indicate an issue with the modular cable. The pump appeared to function as intended at the set speed. Additionally, there were no photos or any other supporting documents submitted that would indicate an issue with the modular cable. Multiple attempts were made to obtain additional information about the reported event such as if the modular cable will be returning for evaluation, if there are any photos of the damage to the cable, and if there is any tracking information for the product; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate iii patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." The heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 8667898) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had modular cable breakdown and internal wires were exposed. The log files noted no alarms or unusual events. The plan was to replace the modular cable.